Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with neuro stenosis and underwent lumbar spine fusion at l5-s1. During the surgery, the implant broke when surgeon tried to implant. Broken implants were removed and replaced with another implant. The products came in contact with the patient. No fragment remained in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis: visual inspection confirms the bone screw disassembled from the head. The ring and crown were still assembled in the head. A portion of the ring has been sheared through the cross-sectional area, with the remaining portion of the ring still seated in the groove of the head. The retaining ring is fully seated but has been deformed and partially sheared off. The deformed and sheared areas are on either side of the retaining ring gap and would reduce the force required for head disassembly. The diameter of the bone screw head in the undamaged area was checked and meets print spec. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.